Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who is experiencing pain the left arm, a few inches above the elbow to the axilla. There is no numbness or tingling sensation. The clinic was considering the use of prescription medication to alleviate the symptoms.